Manufacturer narrative:
Further investigation of the patient sample did not detect streptavidin or ruthenium interferences. The sample was treated with heterophilic blocking tubes (hbt) and no interfering factors were identified. The results from the investigation suggest that the high estradiol iii results may be caused by individual serum components that could interfere with the assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). Five samples from the patient were provided for investigation. One sample from the patient was tested at the investigation site with estradiol iii reagent 419947 on a cobas e 411 immunoassay analyzer and an e801 module: e411: 231.4 pg/ml (849.24 pmol/l). E801: 202 pg/ml (741.34 pmol/l). The sample was sent to an external laboratory for testing by the siemens centaur method: the result was < 11.8 pg/ml (< 43.31 pmol/l). Investigations are ongoing.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e801 module compared to the beckman coulter method. The result from the e801 module was 814 pmol/l. The repeat from the beckman method was 55 pmol/l (12.84 pg/ml). The roche result was reported outside of the laboratory where the doctor questioned the high result as a normal estradiol result was expected. The patient has undergone full-body stage catheterization due to post-menopause bleeding and the recent elevated estradiol results with no clear gradients detected. The patient's ovaries and tubes were removed on both sides, however, the estradiol results did not decrease. The date of surgery was not provided. The health status for the patient is good. There has been no postmenopausal bleeding. She has recovered well from the operation and the diagnostic examinations. The e801 module serial number is (B)(4).